Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: precautions ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. Health care professional instructions 9. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported having one syringe of juvéderm ultra¿ xc where the ¿product was hard to inject.¿ it was explained that ¿first during product transfer from juvederm ultra xc original syringe/needle to a tuberculin syringe.¿ packaged needle was attached to the juvéderm ultra xc syringe for transfer to the tuberculin syringe. Healthcare professional then injected the patient in the lips using the product in the tuberculin syringe and noted ¿it was difficult to inject and to push the product out.¿ the tuberculin syringe had a needle size of 31g and was 8.0mm in length. Product has been stored at room temperature and there were no injuries.

Manufacturer narrative:
Device analysis: 1.0 ml syringe with 0.3 ml of gel remaining in it received in an opened ultra xc tray. No defect observed to syringe.

Event description:
Healthcare professional reported having one syringe of juvéderm ultra¿ xc where the ¿product was hard to inject.¿ it was explained that ¿first during product transfer from juvederm ultra xc original syringe/needle to a tuberculin syringe.¿ packaged needle was attached to the juvéderm ultra xc syringe for transfer to the tuberculin syringe. Healthcare professional then injected the patient in the lips using the product in the tuberculin syringe and noted ¿it was difficult to inject and to push the product out.¿ the tuberculin syringe had a needle size of 31g and was 8.0mm in length. Product has been stored at room temperature and there were no injuries.